Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was an attempted implant. During the procedure the lead would not go down the subclavian but the guidewire went into the patient's lung. The case was abandoned.